Manufacturer narrative:
(B)(4). The g5 system is associated with product code (B)(4). Product code (B)(4) is not currently available in field d.2b.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing could not be performed because the receiver was stuck on the initializing screen. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.